Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during duodenectomy on a totally laparoscopic distal gastrectomy, the staple line was crushed because the device was unable to open. The surgeon had to fire one more stapler and loose margin of tissue. This resulted in a tissue damage, tissue loss and extended surgical time by 30 minutes or more. They exchanged another device and cartridge to complete the case.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 30 autoclave cycles for the adapter. A pmv representative single-use loading unit (sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.